Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# (B)(6) implanted: (B)(6) 2010 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 01-feb-2014, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that "about a month ago" the patient's ins started shocking them and the patient was not able to shut it off. The patient met with a manufacturer representative (rep) at a doctor's office and the representative said the leads were "bad" and needed to be replaced. Patient did not remember the name of the rep and said the appointment was "3-4 weeks ago". Patient stated the representative gave the patient some catheters and said they would talk with healthcare provider (hcp), but patient was now running out of catheters and didn't know what to do. Patient stated they tried calling hcp office, but were told they weren't an established patient yet. They have an appointment on june 20th. Patient stated they also tried calling the other clinic and were told they did not have any records of patient being there or getting catheters. Patient said they had not had to see hcp for ins for "2 or 3 years". The caller was redirected to their healthcare provider to further address the issue. An email was sent to field staff notifying them of situation.